Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 314 mg/dl, 129 mg/dl, 166 mg/dl, 139 mg/dl, 189 mg/dl and 141 mg/dl. The results of 189 mg/dl and 141 mg/dl were obtained using a different strip vial from the same strip lot. Customer took 3 units of insulin approximately 9 hours prior to results in question based on an unspecified result. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.